Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer bumped the pump against a hard surface and the touchscreen became cracked. It was indicated that the pump was still functional. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The contact was uncertain if the cracked touchscreen led to the malfunction. The customer's blood glucose (bg) level became impacted (300 mg/dl). The customer delivered a manual injection to stabilize bg levels. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.